Event description:
It was reported that during implant, the healthcare professional (hcp) had problems with open circuits on contact zero of the extension. Impedances were measured to be greater than 40,000 ohms on contact zero. When the extension was initially connected to the implantable neurostimulator (ins), impedances were measured to be fine. The hcp had wiped off all connections. The ins was then placed in the pocket and the pocket was closed. Before ending the procedure, impedances were measured again and an open was found on contact zero. The hcp opened the pocket and took the ins out. Impedances were measured to be normal with the ins sitting in the pocket. The hcp stated this usually indicated there was a positional break and it showed up when the wires were tucked in the pocket. The hcp believed the extension break was in about a 3-4 inch length that was like a transition piece between the cord wire and the stick wire. The segment where it inserts into the ins was vulnerable due to normal manipulation. The hcp replaced the extension which added about 25 minutes to the surgery. The replacement extension worked fine. There was no patient injury or death and they had recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 37086, serial# (B)(4), product type: extension. Product ID: 37086, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 3387s-40, lot# va0uwva, implanted: 2015-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va0uwst, implanted: 2015-(B)(6), product type: lead. (B)(4).